Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645 lead, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising thresholds which resulted in rapid depletion of the device battery. The lv lead was inactivated and replaced. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.